Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead had dislodged. The patient went to ER due to respiratory distress and a chest xray was taken and confirmed that the header of this lv lead seemed to be screwed only on proximal terminal of the lead. Additional information received indicated that patient symptom was not device related. Furthermore, the emergency room (ER) doctor advised the patient to contact the implanting physician for further evaluation. The lead remains in service. No adverse patient effects were reported.